Manufacturer narrative:
The customer complained that "the autopulse platform's (sn (B)(4)) lcd screen was completely blank," which was not confirmed during the visual inspection and functional testing. The customer mentioned that the lcd screen went completely blank during cleaning. The customer has not provided additional information about their cleaning method for the autopulse platform after the patient's use. The customer's observed lcd issue could be caused by the moisture that could have been gotten internally into the lcd at the time, as mentioned by the customer. No device malfunction was observed during the testing at zoll, and the autopulse platform functioned as intended. During the visual inspection, unrelated to the reported complaint, a hole at the corner of the load plate cover was noted. The load plate cover was replaced to address the observed physical damage. The likely root cause of the observed physical damage was user mishandling. The archive data indicated user advisory (ua)12 (lifeband not present) and ua45 (not at "home" position after power-on/restart) on the reported event date. The observed uas are unrelated to the reported complaint and were not reproduced during the testing at zoll. User advisory is a clearable message designed into the platform to alert the operator that autopulse has detected one of several conditions. Per the autopulse hangtag - advisory codes description and action, user advisory 12 indicates that the autopulse has detected that the lifeband is not properly installed. The recommended actions for this type of user advisory are: ensure that the band clip (underneath the device) is properly seated in the drive shaft and can freely rotate after insertion. Per the autopulse® resuscitation system model 100 user guide, if the driveshaft is not at its home position when the autopulse is powered on, a user advisory (45) will occur. This user advisory will persist until the driveshaft is returned to its home position. To clear a user advisory (45), pull up on the lifeband until the chest bands are fully extended (moving the driveshaft back to its home position), then restart. The autopulse platform passed the initial functional testing without fault or error. The autopulse platform was power cycled several times using multiple autopulse li-ion batteries, and no problem was noted. Internal inspection of the lcd board, pca board, and cable connector connections revealed no malfunction. The autopulse platform was further subjected to a run-in test using the large resuscitation test fixture (lrtf) for 6 minutes, and the platform passed the testing without fault or error. In addition, the autopulse platform passed a 15-minute run-in test without fault or error. Following service, the autopulse platform passed the run-in and final tests without fault or error.

Event description:
During cleaning after patient use, the customer noted that the autopulse platform's (sn (B)(4)) lcd screen was completely blank. The autopulse platform would power on; however, the lcd is blank. The customer stated that the observed lcd problem occurred during the cleaning process, and moisture may have gotten internally into the display. No patient involvement.